Event description:
Home patient (hp) reports difficulty in priming the pt line of the homechoice set. Hp was able to prime the line after a reprime attempt. No pt injury or medical intervention required per hp.